Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised forced sensor system test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. They also reported that the reservoir had been almost full or around the half way mark. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.